Manufacturer narrative:
The unit was received with a critical pump error (open book) due to corrupted serial flash memory. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The unit was received with a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident was 390 mg/dl. The insulin pump displayed the critical pump error image on the screen. The insulin pump was returned for analysis.